Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. It was also reported that the insulin gauge was inaccurate for an ongoing time. Reportedly, the customer loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 300 - 400 mg/dl.